Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that they were unable to take a spin while in surgery. The loading bar on the mvs (mobile viewing station) filled up after clicking the handswitch, but the system did not progress past. System did not take the spin. Site was then able to continue with taking a spin after the system was rebooted. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6): the manufacture representative went to the site to test the imaging system and performed the 3d spin in hd and standard mode three times unable to reproduce issue reported. Performed the system checkout without any issue. System was working as per intended use. Handover the system for clinical use. If the issue reoccurred and log files indicate the same pattern of information, they would replace the rotor motion controller. MDR: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.